Manufacturer narrative:
Investigation results: received and 1 unit of a 20gx01.16in insyte autoguard device from lot 3156759 for the investigation of this complaint. A gross visual inspection shows that the unit has been used, the safety button had not been activated and the needle was still engaged and not retracted in the barrel. Per the customer¿s verbatim, the needle could not retract successfully which can be confirmed on the returned unit. The unit was microscopically inspected, and adhesive was found in the inner wall on the grip and was binding the safety button, prohibiting it from been pushed to activate the safety mechanism. This type of defect may occur when adhesive is dispensed into the hub to secure the cannula. If there is excess adhesive or a station or part misalignment during the dispense process, adhesive buildup on the nozzle may seep down into the other components. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the defect of ¿needle retraction failure¿ was confirmed. Probable root cause: manufacturing.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: the needle could not be retracted successfully.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.